Event description:
The jaws of the applier were found deformed before a surgery. The shaft near the jaws was also deformed and the jaws were misaligned. Therefore, it was replaced with a new one.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The jaws of the applier were found deformed before a surgery. The shaft near the jaws was also deformed and the jaws were misaligned. Therefore, it was replaced with a new one.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in april of 2021. Evaluation of the returned instrument shows that one of the tips of the jaws are broken off and the jaws are slightly loose in the outer tube assembly. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod (n00185). Bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose in the outer tube assembly. We are unable to determine what caused one of the tips of the jaws to be broken off and for both of the drive rod bosses to be damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.